Event description:
The technician alleged that the siderail would not latch. No pt impact.

Manufacturer narrative:
The technician found the left and right siderail support tubes are bent. The technician replaced the left and right siderail support tubes, the upper pivots and the ratchet rivets to resolve the issue.